Manufacturer narrative:
(B) (4). (B) (4). Nonabsorption. Result: representative sample of the product was tested for knot pull tensile strength and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the product is within specification. The device information for use states, "intramuscular implantation studies in rats show that the absorption of these sutures occurs and is essentially complete by 42 days." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a lateral episiotomy repair procedure on (B) (6) 2010, and suture was used on muscle and skin. On (B) (6) 2010, the surgeon found that the wound did not cicatrize and the suture was found to be partly absorbed. The wound was dry, and there was no infection. The surgeon used mersilk to suture the tissue. The patient is fine now.